Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot number gd893453 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). It was reported that the patient was having trouble with their vision, due to cataract surgery, and could not see what they were doing during therapy, which caused peritonitis. The patient was treated with vancomycin (dosage and route unreported) for the peritonitis. Pd therapy was ongoing. At a later date, the patient recovered from the event of peritonitis and was discharged from the hospital. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.